Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm ((B)(4)) that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in fill 5 of 5. The fill volume (fv) equaled 1418 ml. The caller stated they replaced the heater bag prior to calling. The technical service representative (tsr) helped the caller end the therapy and told the caller to call the registered nurse (rn) regarding being connected and switching the heater bag. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.